Manufacturer narrative:
Information was via journal article. (B)(4). Other device used: catalog: #unk, unknown harris- galante liner, lot #unk; catalog #unk, unknown harris-galante shell, lot #unk; catalog #unk, unknown femoral head, lot #unk this report will be amended when our investigation is complete.

Event description:
It was reported that an unknown number of patients in the hybrid group reported that they had only slight, occasional discomfort.

Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.